Event description:
It was reported that a vns patient was going to have their lead replaced. Follow up with the patient's treating physician's office: it was reported that the patient is happy with therapy, but when their settings were increased, they felt pain in their jaw/teeth and felt a pulling sensation when he turns his neck to the right. The surgeon decided to switch out their lead. The patient did not have any trauma reported preceding the events. On (B)(6), they were set at 1.25 ma output current, which was decreased to 1.0 ma. The patient was comfortable after their programming changes. Surgery was reported to be performed for patient comfort not to preclude a serious injury. Our consultant was present at the patient's surgery and during the removal of the lead the surgeon used electrocautery and disabled the generator. The implanting md was fully aware of the risk of using cautery prior to using it near their implanted generator but decided to use it anyway. The patient then had their generator replaced while in surgery as it had been pulse disabled. Their explanted generator was returned for analysis. Review of the data indicated that the pulse disabled byte was set to a value that does represent a vbat<eos threshold condition. Burn marks were observed on the pulse generator case, which indicated that the pulse generator may have been exposed to an electro-cautery tool during device explant. A reset of the pulse disable bit in the generator memory was performed to allow for an output to once again be provided by the generator for subsequent testing. The septum was not cored, thus eliminating the possibility of a potential unintended electrical current path through body fluids. In the pa lab, the device output signal was monitored for more than 24-hrs, while the generator was placed in a simulated body temperature environment. Results showed no signs of variation in the pulse generator's output signal and demonstrated that the device provided the expected level of output current for the entire monitoring period. The pulse generator diagnostics were as expected for the programmed parameters. In addition, a comprehensive automated electrical evaluation showed that the pulse generator performed according to functional specifications. The data in the diagaccumconsumed memory locations revealed that 4.552% of the battery had been consumed. Except for the explant related device disable event, there were no performance or any other type of adverse conditions found with the pulse generator. The lead assembly was returned for analysis. Note that since the electrode array portion was not returned for analysis, an evaluation and resulting commentary cannot be made on that portion of the lead. Other than typical wear and explant related observations, no anomalies were identified in the returned lead portion.